Manufacturer narrative:
Investigation into this complaint has been completed. According to the information provided by the technician, the issue was solved by replacing fresh gas pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported pressure transducer test failure and the logs showed that the reflector, inspiratory and expiratory pressure transducer were measuring incorrect gain correction factors which points to a failure with the fresh gas pressure transducer. No further issues have been reported with this device. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The reported issue can be confirmed in provided device's logs. Apart from pressure transducer test failures, following issue could be found: vaporizer inlet/outlet valve test, internal tests and man ventilation leakage test failures. Those failures has been resolved also by replacing fresh gas pressure transducer board. The root cause to the reported pressure transducer pcb failure has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/02/2021; corrected manufacture date: 06/10/2021.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed several tests during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).